Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It is reported that a patient underwent initial knee procedure on an unknown date. It is reported that on (B)(6) 2017 the device broke during normal use. There were no complications or delays reported. Surgery was completed using other device.